Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an a/p l3-s1 posterior lumbar fusion, dr. (B)(6) removed previous hardware and replaced the old screws with viper. During insertion of the left s1 pedicle screw, dr. (B)(6) broke the viper poly screwdriver while trying to insert an s1 pedicle screw. The fragment of the first screwdriver was lodged in screw but the screw was still taken out. Screw was then replaced and surgery went on as planned.

Manufacturer narrative:
(B)(4). A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
The viper universal polyaxial screw driver (product code: 2797-34-000, lot number: mi32248) was returned to the chu. It was noted that the tip of the driver had broken off. The instrument was subsequently submitted for fracture analysis. Optical imaging of the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. Device within hardness specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking could not be determined based on the sample and information provided. However, the results of fracture analysis have determined that a probable root cause is a quasi-static shear torsional failure, potentially caused by an unexpectedly high load placed on the tip of the instrument.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.